Event description:
It was reported that the longevity performance on the implantable cardioverter defibrillator (ICD) was less than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419678 lead, implanted: (B)(6) 2011; 4470 boston scientific lead, implanted: (B)(6) 2011. (B)(4).